Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported passing out due to a cgm inaccuracy. Prior to passing out, the patient¿s cgm was reading 73 mg/dl and the bg meter was reading 464 mg/dl. The patient was alone when this occurred. The patient regained consciousness on her own without any treatment. The patient proceeded to go to work after this occurred and did not seek any additional assistance from a higher level of care. After work, the patient called her doctor to inform them of the incident and was advised to go to the hospital if this were to ever happen again. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.